Manufacturer narrative:
Date sent to the FDA: 12/11/2018. Additional summary: the device was returned with no damage in the external components. In addition, foil pouch was received. The provided device was activated manually. 18 straps were delivered properly. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
Pc-(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic inguinal hernia procedure on (B)(6) 2018 and the absorbable straps were used. During the procedure, the absorbable straps were not engaging with tissue or mesh. Another like device was used to complete the procedure.